Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® sodium heparin (nh) blood collection tubes, one (1) tube was missing a label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: e.1. Initial reporter first name: (B)(4). E.1. Initial reporter last name: (B)(4). E.1. Initial reporter e-mail: (B)(4). Investigation summary: bd received 2 photos for investigation. Evaluation of the images showed that the label is missing from the sidewall of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect/missing label information. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sodium heparinn (nh) blood collection tubes, one (1) tube was missing a label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The photos were evaluated and confirmed the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: missing label. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sodium heparinn (nh) blood collection tubes, one (1) tube was missing a label. No adverse impact was reported regarding the patient or user.